Event description:
It was reported that the patient presented in clinic due to an arrhythmia. Device interrogation revealed failure to convert rhythm and incorrect interpretation of signal on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.